Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The customer will not be returning the device though evidence of a possible error was found during the analysis of the data logs. Unable to confirm the issue without the device.